Event description:
A ventilator device was returned to a service center following a customer complaint of a "ventilator inoperative" condition. During evaluation, the complaint was confirmed, and event codes e-144, e-155, and e-330 were identified in the device¿s event log. Of these, error code 155 (evt_mach_flow_drift_high) is associated with a drift in the machine flow sensor beyond acceptable limits (>0.2 lpm), triggering a vent inop condition. This condition can interrupt therapy delivery and renders the device inoperative. The machine flow sensor was replaced to address the issue. The device passed all final testing.